Manufacturer narrative:
In addition to the findings in b5, evaluation found the following: celling plate is deformed, suction cylinder has discoloration, forceps channel port has a scratch, label on suction connector is peeled, due to wear of angle wire the bending angle in up direction does not meet the standard value, due to wear of angle wire the play of upward/downward angulation control knob is out of the standard value, jet tube has foreign objects, plastic distal end cover has a scratch, adhesive around objective lens has a chip, adhesive on bending section cover is detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the angulation wheels of the colonovideoscope were loose. There were no reports of patient or user harm associated with this event. During device evaluation at olympus, white foreign material was found in the jet tub. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.